Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging a onetouch verioiq meter was having an unusual issue, it was allegedly displaying a reading of "700mg/dl." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.